Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck varies from 18.9 x 15 just below the renals, and the distal end of the proximal neck was 12mm in diameter. It was reported that during the index procedure, after main body was implanted from right approach, cannulation was carried out with a pigtail catheter (pig) and another manufacturer¿s guidewire. The guidewire had difficulty cannulating just above the flow divider and was caused by the flow divider being implanted into the inside of the proximal neck (internal diameter: 12mm, external diameter of thrombosis: 19mm) so that the origin of the short contralateral gate was compressed by the ipsilateral limb. A micro guidewire and rim were attempted for cannulation, but the guidewire failed in delivery to inside of the main body. Angiography was performed in the main body from right ipsilateral limb with pig, and confirmed slight amount of blood flow into the short contralateral gate. The right upper arm was punctured for delivery of the guidewire from upper side to the short contralateral gate using a micro guide wire and 4fr pig. However, the guide wire had again difficulty in delivery to inside of the short contra gate. The distal side of the fifth stent from the proximal side of the main body was confirmed to be entered into the short contra gate. Therefore, just above flow divider was ballooned with another manufacturer¿s 20mm maxi from ipsilateral limb. A cannulation to the short contra gate was again attempted from upper side, which resulted in failure. Though ballooning was attempted with other manufacturer¿s balloon, the situation remained the same. Angiography from ipsilateral limb confirmed complete block of the blood flow into the contra limb. Another manufacturer¿s 12fr was inserted following the guidewire which was inserted into inside of the short contralateral gate from left contralateral limb. Then the occluded site attempted to be dilated however, the guidewire was almost coming off from the short contralateral gate in the aneurysm and the dilation was abandoned. After that, cannulation was retried but the short contralateral gate seemed to be completely occluded so that the left contralateral side was coiled from cia to eia and it was performed femoral-femoral bypass surgery as aui. The physician commented that the main body was completed before cannulation and push-up was carried out to fit the distal side of the ipsilateral limb, which would have compressed the short contralateral gate. The proximal neck had poor condition and the device needed to be implanted from just below the renal artery so that cannulation should have been carried out first after confirmation of the flow divider position. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: proximal aortic neck diameter less than 19mm. Using balloon to push up distal limb.